Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the issue disappeared after removing the y sensor. The device passed all performance tests and could be returned to clinical use. The y sensor passed calibration successfully and no failures occurred. The y sensor flow measuring is based on hot wire anemometer technology. The pressure is measured via a pressure line connected to patient y piece. This allows the pressure and flow to be measured as close as possible to the patient's airway. The device's logs have been evaluated by subject matter expert from manufacturer's site. The event logs have shown clinical alarms, such as high respiratory low, peep low, leakage too high or expiratory minute volume high, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. These alarms could indicate a leakage in the system. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. According to the customer, there was a stop of ventilation. However, the device's logs do not indicate a technical problem with the ventilator. Therefore, the cause of the issue has not been determined.

Event description:
Manufacturer's ref.: (B)(4).

Event description:
It was claimed that the ventilator stopped delivering volumes due to leakage. There was no patient harm. Manufacturer's ref.: (B)(4).